Event description:
It was reported that the left ventricular (lv) lead thresholds were found to be high for several months and were fluctuating over the span of approximately two weeks. Lv lead outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1q1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.